Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated urinary stress incontinence, pain, urinary and bowel problems, bleeding, dyspareunia, vaginal scarring, neuromuscular problems, oab symptoms.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information, lot number, and codes. (B)(4). The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information reported to coloplast though not verified indicated vaginal pain, bladder spasms, urinary urgency, frequent uti's. The patient was giving constant medication and antibiotics to manage symptoms. Had an in-office nerve block injection for bilateral ilioinguinal nerves and pudendal nerves due to sharp stabbing pain. On office visit (B)(6) 2011 patient stated that her abdominal pain started about 10 months ago on both sides. The pain is sharp and does radiate. She has had this same pain recently. The pain is constant and patient rates pain at an 8. Patient stated that resting makes pain better but sitting makes pain worse. Patient has not taking any medication to treat pain. Myofascial trigger point and a nerve block injection for ongoing pain and incontinence issues - myofascial pain syndrome of the abdominal wall muscle. Patient stated pain is intermittent and nothing seems to make the pain better (B)(6) 2017 excision of eroding vaginal mesh sling, rectocele repair and cystoscopy under general anesthesia. The operative report states that the mesh involved the periureteral fascia, which was dissected free from the mesh sling. Mesh was also involved with the vaginal wall and a portion of the vaginal wall was excised. The operative report notes that this dissection was time consuming, difficult and required the expertise of a fellowship trained expert in vaginal mesh complications with extensive experience in difficult dissections for which the patient traveled from north carolina to los angeles. This portion added risk to patient, time under anesthesia, risk of damage to the urethra and muscles of the obturator fossa that can affect pain and ambulation. This portion of the surgery was far more complicated than simply placing a urethral sling due to extensive fibrosis and having to excise and thus reconstruct a portion of the vaginal wall. Mesh sling removed. Rectocele repaired no e/o mesh erosion in bladder or injury.